Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient has been having general hip pain and dislocating, x-rays showed cup spun around screw indicating cup as not fully seated into proper position. Patient had a psl cup with accolade hip stem. Liner was removed, screw was removed only half because screw was broken. Cup was removed. Femoral head removed with an impactor. Doctor used biomet cage to fix patients acetabulum, cemented a biomet poly inot cage, put new stryker lfit 36mm x -5mm femoral head. Accolade stem was solid and not removed.